Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10107.

Event description:
The affiliate reported via email the surgeon inserted the reported 210820 gryphon proknot (lot #3909702). He tried to tie up the tissue with the suture. But the suture became entangled. So he removed the proknot. Next, he utilized the original bone hole and tried to insert the reported 210813 gryphon orthocord (lot #3916954). But he could not securely fix this orthocord in the bone hole. Although he tried to tie up the tissue, the orthocord became loose. So, he removed it. Finally, he newly made a bone hole and inserted a replacing 210820 gryphon proknot and completed the surgery. Total surgical delay was 20 minutes. All the reported devices were new. The devices are not going to be returned.